Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9077772. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: when the nurse pulled out the needle, she found bleeding above the catheter. She immediately explained and apologized to the patient, and re-selected the indwelling needle to puncture the patient, it didn't cause any adverse effect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: when the nurse pulled out the needle, she found bleeding above the catheter. She immediately explained and apologized to the patient, and re-selected the indwelling needle to puncture the patient, it didn't cause any adverse effect.